Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor signal. The pump passed the stop current and run current tests. Unable to verify the motor position encoder error alarm or perform the self test, off no power, unexpected restart, displacement, prime, occlusion or no delivery tests due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.